Manufacturer narrative:
Brand name, common device name.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with small traces of diabetic ketoacidosis. The customer took a correction bolus to stabilize bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. The customer had changed out the infusion set prior to calling tandem technical support. However, bg's were still elevated. The customer was unsure on what could be the cause of the elevated bg's and stated to have gained a lot of weight and on short cannula length for infusion set. The customer was advised to contact health care provider. Multiple follow up attempts were made to the customer. However, no additional information was provided.